Manufacturer narrative:
A device history record review was performed and revealed no related issues to this complaint. The directions for use (dfu) caution the user to "verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in pt injury, operator injury, a broken cutting wire, and/or damage to the endoscope." The suspect device was not returned, a device eval will not be performed. Based on the eval of other devices that have been returned with the same issue (broken cutting wire), the root cause is undeterminable since the broken cutting wire could be a user or mfg error and could not be verified without analyzing the device.

Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the jagtome rx sphincterotome couldn't cut properly. The physician wanted to do a sphincterotomy in order to remove a stone that was causing obstruction of bile flow. When bowing the sphincterotome, the cut wire was not exposed adequately, making it difficult to do the cutting. The cut wire then broke. The sphincterotome was removed and the case was completed with another of the same device. The pt is reported to be "stable".